Event description:
It was reported, "cracked liner, missing section on x-ray, pt in pain. Pain requiring revision."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.